Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-may-2018 with the following findings: a visual inspection of the pump showed no damage to the battery compartment or returned battery cap. No moisture or corrosion was observed in the battery compartment. The returned battery cap fully attached to the pump. The pump powers on with auditory and vibration features to a blank display screen. The pump¿s black box was not able to be downloaded. Further testing was not able to be performed due to the unrelated blank screen issue. The pump¿s cover was removed and the electronically erasable programmable read-only memory (eeprom) component was found to be cracked. Evaluation revealed that the eeprom component had failed. The complaint of no power was not duplicated. The issue was unable to be adequately investigated due to the unrelated eeprom failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.